Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged from the delivery device. The physician was attempting to intervene on a very tortuous, moderately calcified, 90-95% stenosed circumflex (cx) lesion. After unsuccessfully attempting to cross the lesion with taxus express2 8.8% 3.5mm x 12mm the physician pulled the stent back. The stent became dislodged from the delivery system. The physician then placed the wire back through the stent and took a crosssail 3.5mm x 20mm balloon to deploy the stent. It was after the successful deployment on the taxus stent, that a dissection was observed. The physician placed a 3.5mm x 18mm driver stent and a 3.5mm x 24mm driver stent to repair the dissection within the cx. No other pt complications were reported. The status of the pt is listed as satifactory.